Manufacturer narrative:
UDI - (B)(4). Initial reporter's name and complete address were not provided. Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and found no issues with the device. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during pre-repair diagnostic assessment, it was determined that the device failed pretest for verify if secured with pin. It was determined that this failed pretest was a normal consequence of the defect covered from a recall action for pin rework. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the attachment device did not cut, did not turn, and was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.